Event description:
On (B)(6) 2012, product surveillance contacted the patient regarding an unrelated issue. During the conversation, the following information was reported. On an unreported date, the patient had an issue with the peritoneal dialysis (pd) catheter and pd therapy could no longer be performed due to the issue. On an unreported date, the transfer set became loose. The patient did not know how long she was exposed to an unsterile environment. On an unreported date, the patient experienced peritonitis due to the loose transfer set. On (B)(6) 2012, the patient was admitted to the hospital. On (B)(4) 2013, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the reported event. The following information was reported. On an unknown date, the patient began performing dialysis. The patient performed two days per week of hemodialysis and one day per week of pd therapy using manual supplies. The patient kept the transfer set taped to her body when not in use. In (B)(6) 2012, the patient was no longer able to perform pd therapy as the patient was not getting flow through the pd catheter. The patient continued to perform hemodialysis only but the pd catheter was kept in place. In (B)(6) 2012, the patient's transfer set disconnected from the titanium adapter. The nurse stated the disconnection occurred while the patient was at home. The patient was not performing any therapy at the time of the disconnection and subsequently did not have any solution in the peritoneum at that time. The cause of the disconnection was unknown and there was no damage noted to the titanium adapter. The patient reconnected following the disconnection. The day after the disconnection, the patient was seen in the pd clinic. The transfer set was changed at that time. The pd nurse attempted to give the patient prophylactic antibiotics intraperitoneally (ip), but was unsuccessful at getting the medication into the peritoneum due to the catheter issue and sent the patient home without further treatment. One week after the disconnection, the patient experienced abdominal pain and went to the hospital. The patient was admitted to the hospital. Admitting diagnosis was unknown. Treatment was unknown. Laboratory tests were performed and the results were unknown. The patient remained hospitalized. The nurse stated she did not believe the patient had peritonitis, a catheter site infection or any other type of infection. On (B)(4) 2013, product surveillance spoke with the peritoneal dialysis (pd) nurse. She stated she still did not confirm if the patient had an infection. On (B)(6) 2013, the patient contacted baxter customer services and reported the following information. In 2006, the patient began peritoneal dialysis (pd) therapy. On an unknown date, the patient reported experiencing peritonitis. The cause of the peritonitis, per the patient, was a faulty catheter. On (B)(6) 2012, the patient was hospitalized for the event. The patient stated she had not recovered from the event. On (B)(4) 2013, baxter customer services conducted follow-up with the peritoneal dialysis registered nurse. The nurse stated she was unsure if the patient had peritonitis because she did not have much information on the hospital stay. The nurse confirmed the patient was admitted to the hospital on (B)(6) 2012 and was recovering. On (B)(6) 2013, product surveillance contacted the patient regarding the reported event. The following information was reported. On (B)(6) 2012, the patient began having issues with draining during therapy related to her peritoneal dialysis (pd) catheter (manufacturer unknown). In (B)(6) 2012, the patient's pd catheter was replaced. In (B)(6) 2012, the patient confirmed the transfer set disconnected from titanium adapter and she reconnected. On (B)(6) 2012, the patient was admitted to the hospital for abdominal pain. The patient was treated with vancomycin and gentamicin intravenously (IV). Pd therapy was temporarily withdrawn but the patient indicated she would eventually restart pd therapy. The patient has been receiving hemodialysis in the hospital. At the time of this report, the patient remained hospitalized and had not yet been retrained on proper aseptic technique if a disconnection occurs again in the future. On (B)(4) 2013, product surveillance contacted the peritoneal dialysis nurse. The following information was reported. The nurse stated the patient's peritoneal effluent could not be tested because of the issue with the pd catheter and, therefore, peritonitis was never confirmed. The nurse confirmed the patient did receive antibiotic treatment for the abdominal pain and possible peritonitis event.

Manufacturer narrative:
(B)(4). This is report 3 of 3. This report is against the reconnection issue with the transfer set, but the transfer set in use at the time of the incident was unknown. The specific product code for the minicap transfer set is unknown. The sample is not available and the lot number was unknown. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique and peritonitis is confirmed because it was reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. However, the assignable cause could not be determined. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.